Manufacturer narrative:
An event regarding revision involving mrh baseplate was reported. The event was not confirmed.   Method & results:  device evaluation and results: visual inspection: the device was returned and indicates newly explanted devices with biological matter on them but nothing remarkable to report. Ma - material analysis is not performed as this is not related to material integrity. Damage consistent with explantation. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. Clinician review: no medical records were received for review with a clinical consultant   device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available , this investigation will be re-opened.   The following devices were also listed in this report: catalog # 64786690ti- dur reg fluted stem12x155mm1 - lot # t3649. Catalog # 64952115-gmrs small axle1- lot # ctd12004. Cat # 64812100 - mrh tib rot comp xs-xl - lot # 109629. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Rep was notified that there were explants ready to be picked up at the surgeon's request. The surgeon is not a stryker user and will release no further information.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: 64786690ti- dur reg fluted stem12x155mm1 -t3649; 64952115-gmrs small axle1- ctd12004. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Rep was notified that there were explants ready to be picked up at the surgeon's request. The surgeon is not a stryker user and will release no further information.